Event description:
It was reported when using the bd pyxis medstation es system was not allowing customer to complete any transaction. Error states "a fatal error occurred on the underlying data source. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station database was over 10 gigabytes. The technical support specialist resynced the station to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.